Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received two appropriate treatments. The device was started up at 15:04:09 on (B)(6) 2024. At 06:33:05 on (B)(6) 2024, an arrhythmia was detected. ECG shows vt @ 270 bpm with CPR/motion artifact degrading to vf with CPR/motion artifact. At 06:33:45, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was idioventricular rhythm @ 60 bpm. At 06:34:19, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 06:34:57, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was vt @ 280 bpm degrading to vf. The electrode belt was disconnected at 06:35:00 on (B)(6) 2024.